Event description:
The technician alleged the foot hi-lo would self-run. No pt impact.

Manufacturer narrative:
The technician found a short in the head of hi-lo column. The tech replaced the head hi-lo column to resolve the issue.